Event description:
This lead was implanted on (B)(6) 2015 and remains implanted at this time. A call placed to technical services on 11/11/2016 stated that the lead had a high impedance. The physician was dr. (B)(6) at (B)(6) hopital in (B)(6) , finland. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).